Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 56 mg/dl. Cause for low bg was not known. Customer consumed carbohydrates to address bg. Assistance was received from customer's mother to "bring snacks". Recommendation was made to consult with a healthcare provider regarding diabetes management.